Manufacturer narrative:
(B)(4).

Event description:
The device was explanted because the patient was unable to recognize the vibratory alert. There was no eri alert or premature battery depletion noted. The physician considered this to be a patient related issue but explanted and replaced the device as a precaution for the patient. The patient is in stable condition.

Manufacturer narrative:
The device was interrogated and found to be above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).